Event description:
It was reported that the patient had lead replacement the week of (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ lead product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ lead product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ lead product ID 37754, lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37744, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 355531, lot# n303385, serial# implanted: (B)(6) 2012, explanted: product typ screening device product ID 355531, lot# n326896, serial# implanted: (B)(6) 2012, explanted: product typ screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's lead was not adequately covering the patient's pain, so a second lead was added. Following the surgery the patient received adequate paresthesia over his painful areas. No further intervention was planned.